Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study start date of january 1, 2015, is used for the estimated date of event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: claudio c. Conrad, et al. "Long-term efficacy and safety of digital-single-operator - video-pancreatoscopy guided lithotripsy for pancreatic duct stones" united european gastroenterology journal, 2025; 13:1127-1132. Doi: https://doi.org/10.1002/ueg2.70063. Block h6: imdrf patient code e1021 captures the reportable patient complication of pancreatitis. Imdrf impact code e1021 captures the serious injury to the patient.

Event description:
Boston scientific became aware of events involving spyscope ds through the article, "long-term efficacy and safety of digital-single-operator video-pancreatoscopy guided lithotripsy for pancreatic duct stones," by claudio c. Conrad, et al. The article describes an international retrospective study between 2015 and 2022. The study involved 58 patients who underwent dsovp - guided lithotripsy with ehl using spyglass ds system. According to the article, the overall adverse event rate was 11 (26%) based on available data from 41 patients. Nine patients (22%) developed post - ercp pancreatitis (8 mild, 1 moderate), representing the most frequent adverse event, while 2 patients (4.9%) had post procedure fever.